Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was removed in october of 2023. The exact date was unknown. The patient needed a fusion and the md advised removing the device due to the fusion fixing their issues. The issue has been resolved. The device was discarded. The information was confirmed with a physician/account.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller will not charge. Pt stated they spoke with manufacturer representative (rep) about a week ago and was told to call for a new battery pack. Pt added that since they got the implanted neurostimulator (ins) they have never been able to get it to charge. Pt clarified that the controller would never charge at all since the day they got it home. Pt stated it would charge all day and it would never increment at all and eventually died. Pt mentioned they tried to remove the battery pack to see if that would help and ended up breaking the battery compartment cover. Pt noted that they weren't using the ins because of this, but now their doctor suggested they get an MRI because there was something wrong in their back, but they can't get it in MRI mode unless they can charge the controller. Patient services (ps) had pt examine the equipment for damage; noted no visible damage to the battery compartment, battery pack, or controller port. Pt then noticed a break in the ac power supply cord. A replacement battery pack, battery cover, and ac power cord were requested. Additional information was received from representative. It was reported that the patient needed an MRI because they were being evaluated for additional surgery. She had back surgery in (B)(6) 2023 and had the device explanted at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.